Event description:
Reporter alleged obtaining a result of 21.7 mmo/l on aviva system 1 compared back to back with the results of 7.2 mmo/l and 10.3 mmol/l on aviva system 2 when testing was performed within 10 minutes. Reporter stated he took insulin based on the 21.7 mmol/l result and then ate something after the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.